Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 163 mg/dl. The customer stated the drive support cap was sticking out. The customer did not receive a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.